Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Caller reported experiencing fluctuation of blood glucose values up to 500 mg/dl for the last 4 months; cause unknown. No adverse event reported. Requested return of the alleged device for evaluation.